Event description:
Litigation alleges that the patient suffered pain, injury and high concentrations of various metallic elements in her blood.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records noted moderate synovitis. Diagnosis indicated failed total hip bearing secondary to excessive wear and metal reaction.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4) 2013-medical records were obtained. Medical records noted moderate synovitis. Diagnosis indicated failed total hip bearing secondary to excessive wear and metal reaction.